Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va146bl, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient went to the hospital to detect the high resistance of the lead, which was confirmed by the healthcare provider (hcp). It was suggested the patient did not worry so much, and to take care of the treatment. The patient was currently under normal treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had high impedances. The cause of the device issue was not known. The patient's current symptoms were not well controlled. The issue was not resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va146bl, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When inquired about the serial/lot numbers of the device associated with the event, the lead device information was provided. No further complications were reported/anticipated.